Event description:
The customer reported that she has been experiencing low blood glucose levels for the past few days, and was taken to the emergency room two weeks ago with a blood glucose of 38 mg/dl. The customer was feeling ill, and could not keep any food down. The customer stated she had a virus. The customer stated that she has not been bolusing with the insulin pump, but stated that she may have changed one of the settings by accident. Troubleshooting was performed. The time was off by six minutes. The basal rates were programmed, but the customer did not know if they were correct or not. Advised her to check with her hcp. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. The customer stated she will contact her hcp to confirm the basal rate settings, and call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.